Manufacturer narrative:
The device was not returned for evaluation. Based on the information provided, the cause of the reported incident of deep vein thrombosis (dvt) could not be conclusively determined. A venous doppler revealed an occlusive thrombus in the left iliac femoral system. The mynx device is intended to achieve femoral artery hemostasis and therefore, the relationship between the mynx closure and the venous thrombosis could not be conclusively established. It was reported that the mynx was used for femoral arterial closure and hemostasis was successfully achieved. Therefore, there is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU). In addition, it was reported that the patient had a history of pvd as well as a bleeding disorder. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site and with documented bleeding disorder. However without source documents or the material to perform chemical analysis of the composition this could not be conclusively determined. Based on the information provided, it is unknown if the thrombus was sent to pathology. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A (B)(6) female with history of hypertension, hyperlipidemia, niddm, cad, bleeding disorder and pvd underwent a coronary intervention procedure on (B)(6)2009. Pre-procedure inr was 1.1. Peri-procedural heparin, plavix and angiomax were administered. Post procedure bp was 142/64. Following the case, the physician trained to the mynx procedure, proceeded to use the mynx for femoral artery closure. Hemostasis was successfully achieved and the patient was ambulated and discharged per standard hospital procedure without complication. On (B)(6)2009, the patient was seen in the ER with complaints of swelling in her left lower extremity. Venous ultrasound performed (B)(6)2009 revealed occlusive thrombus in the left iliac femoral system. The patient was admitted to the hospital and received intravenous heparin and coumadin. The symptoms improved and she was discharged on (B)(6)2009 without further complication.